Manufacturer narrative:
B1 ¿ type of report: correction. B2 - outcomes attributed to adverse: correction. H1 - type of reportable event: correction . Manufacturer's investigation conclusion: the reported low flow alarms were not confirmed based on review of the submitted log files. Although a specific cause for the alarms cannot be conclusively determined through this evaluation, the account reported that the low flow alarms were attributed to hypertension. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, the reported outflow graft mild/moderate luminal narrowing could not be confirmed through this evaluation. A review of the submitted log files revealed the device operating as expected at the set speed. No unusual alarms or events were captured. Per additional information, the cause of the low flow alarms was hypertension which resolved with treatment of the hypertension. The patient was asymptomatic. A computed tomography angiography was performed to ensure no extrinsic outflow graft obstruction and mild/moderate luminal narrowing was found. The account submitted the computed tomography scan for review; however, the mild/moderate luminal narrowing report could not be confirmed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having intermittent low flow alarms that were suspected to be related to hypertension. Log files were submitted for review and captured momentary low flow events early morning of (B)(6) 2024 and (B)(6) 2024 which occurred at times when pulsatility index (pi) was elevated. The cause of the low flow alarms was hypertension and resolved with treatment of the hypertension. The patient was asymptomatic. A computed tomography angiography was performed to ensure no extrinsic outflow graft obstruction and found mild/moderate luminal narrowing.